Event description:
In 2009, the pt's sister reported there appears to be a kink in the pt's insulin infusion set tubing as she can feel an indentation. She stated she is unsure whether the kink was caused by the pt's seizures, thrashing or from the pt sleeping on it for too long. She said the tubing is still attached to the pt's infusion device, but is not attached to the headset. The tubing has been in use for a couple of days. She said there is no physical damage to the box. She thinks the kinked tubing may be the cause of the pt's elevated blood glucose. His readings have ranged from 410 mg/dl to 479 mg/dl to 291 mg/dl. His normal range is 120-140. Symptoms are diarrhea, vomiting and seizures, and she gave the pt insulin injections to treat his readings. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for eval.